Event description:
It was reported that intermittently a malfunction alarm occurred. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was in the 100-199 mg/dl range.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.